Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with increased right ventricular thresholds. An x-ray was performed, and it was noted that the right ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable.